Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock for atrial fibrillation. Further review found this implantable cardioverter defibrillator (ICD) had triggered a code 1005. The fault was cleared and the device revealed shock impedances on the right ventricular (rv) lead were varying from out of range values of greater than 125 ohms, to in range values around 90 ohms. Boston scientific technical services recommended that the ICD and rv lead be replaced. The lead was then extracted and the ICD was replaced. The rv lead was a competitor's product and the existing system is now all a competitor's product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed that a code 1005 indicative of an open circuit condition was detected during shock delivery was detected in the device memory. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.